Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used during a sphincterotomy procedure performed on (B)(6) 2026. During the procedure, the tome was used to make the initial cut. When it was opened again to perform a second cut, the cutting wire was found to be already split. The procedure was completed with an alternative device. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.